Event description:
Dr reports that priming volume printed on extension lines are inaccurate. In his opinion, this leads to the administration of excessive amounts of heparin to his pts. Two pts have had to receive large doses of protamine to counteract the lack of clotting after dialysis treatments or use of cannon catheter. One pt also needed a blood transfusion to counteract slow clotting. Pt requiring transfusion made full recovery.